Manufacturer narrative:
Pump monitored for several days and no blank display noted. Pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, and displacement test due to unresponsive button. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons were unresponsive. The customer reported that the time advances. No harm requiring medical intervention was reported. The customer reported that the insulin pump hit the table and it stopped working. The customer declined troubleshooting. The insulin pump will be returned for analysis.